Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The circumferential thrombus in the pt's aortic neck and operational context contributed to the secondary procedure.

Event description:
Pt presented with circumferential thrombus in the aortic neck; had implant of a bifurcated device, proximal cuff, and a limb extension in 2008. Follow up CT revealed a proximal type I endoleak. The physician planned to treat with a palmaz stent, however, the device would not track. The pt was treated with an additional proximal cuff two months later. There was good seal at the end of the procedure and the pt is doing well.